Manufacturer narrative:
Additional information received on 02 may 2017 and includes: no bacteria was tested but a moderate amount of white cells were found. Batch review performed on 17 may 2017. Lot 164455: (B)(4) items manufactured and released on 29 september 2016. Expiration date: 2021-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon swapped the poly. The surgery was completed successfully. X-rays and explants are not available.